Manufacturer narrative:
The subject device and high frequency disposable instrument (kd-620lr), fd-410lr) used in combination with were returned to omsc for evaluation. As for the subject device, the leak test and the electrical safety test were carried out, but the subject device passed these tests. It is conformed that high frequency disposable instrument's (kd-620lr, fd-410lr) tip was corroded and deteriorated. But, there was no tear in a covering tube and the sheath for insulation was normal. As mentioned above, any abnormalities which may contributed to the electric shock were not detected for the subject device (kd-620lr, fd-410lr). Though the exact cause of this event could not be conclusively determined, some user handling factors, such as grounding, installation, and erroneous handling could not be ruled out as contributory factors.

Event description:
Olympus medical systems corp. (Omsc) was informed that two doctor felt the electric shock when a hf generator was turned on to remove a polyp of the colon during esd. The one doctor felt the electric shock on the left hand contacting the pt' endoscopy dress. Another doctor felt the electric shock on the left had which held the control unit of the scope. There is no report of injury about two doctors. The pt also felt the slight electric shock, but there was no report of injury other than the slight electric shock.